Manufacturer narrative:
Additional info received from the pt's attorney alleges that two devices failed. See MDR 1213643-2011-00031 for info regarding the first device. Copy of the pt's death certificate was received from pt's attorney. The cause of death on the death certificate is listed as: respiratory arrest. Adult respiratory distress syndrome. Sepsis. Pneumonia. Other significant conditions contributing but not resulting in the underlying cause were documented on the death certificate as pulmonary fibrosis. The death certificate also indicates that no autopsy was performed. Based on the review of the operative report and death certificate received, it is unk how the device may have caused or contributed to the reported event. Additionally, no product has been returned for eval.

Event description:
Attorney reported: (B)(6) 2009: pt was experiencing great physical pain and suffering, and visited physician/medical provider. Physician/medical provider, through their treatment of pt, performed a surgery on pt. During surgery, bleeding developed coming from the iliac vessel. Attorney indicates multiple contributing factors caused the bleeding associated with the iliac vessel. Moreover, the surgical team ran into problems with their suction apparatus. In fact, not only was the first suction machine defective, but two other suction apparatus brought into the surgery suite also failed. On (B)(6) 2009: pt died from medical complications. Per provided medical records: (B)(6) 2009: pt underwent a lap converted to open bilateral inguinal hernia repair. The surgeon noted the pt's epigastric vessels were lying very low. They did not seem to be well attached to the abdominal wall. During dissection, bleeding was noted coming from near the internal ring. Surgeon notes, he was never able to isolate this bleeding. It seemed like it may be coming from the iliac vessels possibly a branch that had avulsed from the iliac vessel. The surgeon noted "unfortunately we ran into a problem with our suction. We went through three different suction apparatus. Eventually, I chose to open to control the bleeding." The operative procedure continued and the right inguinal hernia area was repaired. Estimated blood loss was documented as 1.000 cc. Pt left for recovery in stable condition. On (B)(6) 2009: pt discharged. On (B)(6) 2009: pt re-admitted to the hospital with an admission diagnosis of asymptomatic anemia, chronic pulmonary fibrosis. Pt s/p bilateral inguinal hernia repair with symptomatic anemia likely secondary to large hematoma in left thigh. Pt went into cardiac arrest (ventricular fibrillation). The pt was resuscitated, intubated and cardiac enzymes were elevated. Echocardiogram showed ejection fraction of approximately 30%. Pt was extubated, stable for several days and then required reintubation. Bronchial washings obtained via bronchoscopy showed light to moderate (B)(6). Pt treated with antibiotics. On (B)(6) 2009: pt's condition worsened and the pt expired.